Event description:
Circumcision clamp popped off more quickly than usual with releasing tension. Bleeding from inadequate pressure at 5 o'clock and 7 o'clock position. 30 chronic sutures placed after direct pressure failed to control bleeding.